Manufacturer narrative:
(B)(4). Baxter's engineering investigation is still in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump has system error 322 alarms. There was also no patient injury reported.